Event description:
Pt to cardiac cath lab for ptca. During the stent placement and deployment, the catheter was exchanged. After deployment, the catheter was pulled back. At that time it was discovered that the distal tip of the wire had separated from the wire. As a result, the left anterior descending coronary artery was perforated. Pt went to surgery to repair and for removal of foreign body.